Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Death, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Additionally, death is listed as no fault post procedural complications. There was no report of any product malfunction at the time of the stent implant, and the procedure was completed successfully. In this case, it is unk if the death is related to the product and/or the procedure, as the death occurred one month post procedure. A conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported, via trial, the index procedure was in 2008. Predilatation was performed prior to stenting of the 1st obtuse marginal with one xience v stent. No procedural complications were reported. No pt injury was reported. The following month, the pt expired, based on info gathered from social security administration records. The info regarding death was provided by an officemate, during an attempt to schedule a six month follow-up visit. No add'l event or pt info is available.